Event description:
In 2006, this gore tag thoracic endoprosthesis patient was treated for a thoracoabdominal aneurysm. Two devices were placed. After the final angiogram, there was some question of a distal type I endoleak and the physician chose to wait and watch. The following month, the computed axial tomography determined that there was a type I endoleak. Four days later, a re-intervention occurred and an additional gore tag thoracic endoprosthesis device was implanted. The final angiogram showed that the type I endoleak was resolved. The patient is reported well following this re-intervention.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note initially two gore tag thoracic endoprostheses were initially implanted. The two devices were placed tg3420 lot #04134460 and tg3420 lot# 04134460.